Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, initially believed to be due to the device not working as intended. However, upon evaluation, the physician confirmed the aus was working properly, and the recurring incontinence was caused by urethral atrophy. All components were removed and replaced with no device issues identified, and no additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.